Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient told the caller that the device was "nonfunctional". The caller wasn't sure what the patient meant. There were no further details available. No symptoms were reported.